Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor resets) was confirmed. Upon investigation, monitor resetting. The cause for the resets was isolated to a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card.

Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.